Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. The device was found to be in backup vvi mode during stock rotation. The device was subjected to temperature stress testing and the reset was reproduced. The device resets were caused by data processing errors due to an anomalous component on the hybrid. (B)(4). (B)(6).